Event description:
Mammotome stereotactic probe would not allow us to perform the biopsy once we had found lesion and targeted. This was discovered when it was tested prior to being used on the patient.